Manufacturer narrative:
Product event summary the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds and no capture. No patient complications have been reported as a result of this event.